Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Reprogramming is anticipated to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Corrected data: d6a; changed from 21 feb 2019 to 22 feb 2019.